Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A potential root cause for this failure mode could be due to thin sac that may lead to burst balloon. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent prostate resection on (B)(6) 2023, and was placed in indwelling catheterization on (B)(6) 2024, and on (B)(6) 2024, the patient reported hearing the sound of balloon rupture, and then re-indwelling catheterization was performed.